Event description:
Per the clinic, the patient experienced pain and infection (cellulitis) at implant site. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported), however, the issue did not resolve. The device was explanted on (b)(6) 2026, and it is unknown if there are plans to reimplant the patient as of the date of this report.